Event description:
On (B)(6) 2010, the pt reported the down button on the infusion device was not functioning properly. This was noticed when pt tried to decrease basal rates. Pt has used this infusion device for (B)(6) and boluses an average of 15 times per day. Down button pops up after being pressed, and pt noticed the rubber protector peeling. Infusion device has not been dropped or exposed to water. Patient switched to backup infusion device. Product was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.